Event description:
Ous MDR - after an implantation duration of approx. 30 months, the pacemaker was explanted and replaced due to eri.

Manufacturer narrative:
The returned pacemaker first underwent a status interrogation. The clinical observation was confirmed, the pacemaker showed the battery status eri. The device memory of the pacemaker was then analyzed. The analysis showed that the pacemaker detected inconsistent memory content in a specific memory region and consequently activated eri for patient safety reasons. But the battery was definitively not discharged. In the further course of the analysis, the inconsistent memory content of the pacemaker was corrected and the eri mode reset. The remaining battery capacity was an expected 80 percent after that. The pacemakers capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. Subsequently, the pacemaker underwent a stress test at different ambient temperatures. During the entire testing period, the pacemaker behaved normal and according to expectations. It can therefore not be ruled out that external influences, such as strong electromagnetic radiation, have contributed to the clinical observation. In summary, the analysis identified inconsistent memory content that led to the activation of the battery status eri. After correction of the inconsistent memory content and resetting of the eri status, the therapeutic functionality of the pacemaker was thoroughly tested. The pacemaker proved to be fully functional. There were no indications of a device malfunction.